Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise. The ra and rv leads were explanted. The patient was in stable condition.